Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2184149-2021-00043, 2184149-2021-00044 during an a-flutter ablation procedure, the amplifier would blink yellow when coming on ablation. The amplifier error message "logout and restart amplifier and system" was noted. The dws, generator and amplifier were all power cycled but the issue remained. The catheter was replaced and cryo was used to continue the procedure. Upon further inspection, bent pins were noted on the navx connector on the amplifier. In addition, the ensite dws secondary monitor output (via display port) was not working. The secondary image was unable to come up on siemens monitor. The display port dongle was replaced twice, in addition to replacing the dvi to dvi cable, but that did not resolve the issue. The set up was connected on the primary monitor port and the image was able to be displayed. The procedure was completed with no adverse consequences to the patient.